Event description:
It was reported that the pump had a scratched lens and lock sensor failure. Patient involvement is unknown. No further information was provided.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 12/17/2024. D3: correction. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of lock sensor failure cannot be confirmed through latch/lock sensor test. Issue probable cause is unknown. Upon further investigation, found unit failed visual inspection with broken battery compartment at door latch, dent in upstream occlusion sensor (uso) seal, and unit failed real time clock check (rtc ). Device charged for 72 hours. Replaced battery compartment and uso seal. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration. Unit passes all testing criteria. Software updated. Unit reset to standard configuration."